Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 80% stenosed, mid right coronary artery. Predilatation was performed with a non-abbott balloon catheter. A 2.5x15 mm multi-link 8 stent was implanted at the lesion; however, after deployment a tiny perforation was observed at the proximal end of the implanted stent, which required treatment with another 2.5x15 mm multi-link 8 stent, covering 5 mm of healthy vessel at the proximal end. Postdilatation was performed with a non-abbott balloon catheter. Patient is reported to be well post-procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of perforation is listed as an adverse event in the multi-link 8 instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.